Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: no insulin delivery defects were found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. "Pump not primed" warnings not observed in the black box, force readings were observed to be normal. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No loss of primes occurred during testing. A loss of prime was induced; pump gave an audible and visual alert.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that over the past month the patient was experiencing blood glucose (bg) in the 200mg/dl to 500 mg/dl range. The reporter stated that occasionally the patient complained of stomach pain with the elevated bgs and occasionally had large ketones. The patient's bg was reported to be in the high 300mg/dl range when the nurse contacted the reporter that morning and tried to treat the patient via pump and was not able to lower his bg. She reportedly treated the patient via syringe to lower the bg and has syringes available to use as a back-up plan. The reporter stated that it has been a difficult month since she has to go to the school each week to change out the patient's site/set and that the issue has not resolved itself. She stated that at first she thought, the issue was related to the patient being sick for a week. The reporter stated that there have been times when the pump was not primed and that the pump did not alarm. The reporter and the school nurse feel that the pump is not functioning correctly. The patient continues to use insulin pump therapy. Customer support (cs) advised the reporter to have a back- up plan and to call back when the patient and the pump are available to troubleshoot. This complaint is being reported because the patient's hyperglycemic event while using insulin pump therapy and because, of the allegation that the pump was not working.